Event description:
During a kit inspection on (B)(6) 2010, the sales representative identified that the pathfinder end screw extender sleeve was broken. In the past, this malfunction has been associated with an adverse event.

Manufacturer narrative:
Found during kit inspection. Found in kit inspection. Evaluation is pending upon completed investigation of the product.